Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-08994. It was reported that the patient reported remotely after receiving multiple unnecessary shocks. Interrogation showed the right ventricular (rv) lead was over-sensing atrial events. The rv lead additionally had a drop in the pacing impedance, a drop in rv sensing and increased capture threshold. A chest x-ray revealed the lead had dislodged into the atrium, which caused the system to over-sense the atrial events and inappropriately capture. The left ventricular (lv) lead was also found to be slightly dislodged. The physician re positioned the rv lead and explanted and replaced the lv lead on (B)(6) 2020. The patient was stable throughout.